Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an out of range pacing impedance measurement on the right atrial (ra) channel. No changes have been made and the ICD remains in service. No adverse patient effects were reported.